Event description:
While using attempting to use a gia 80 stapler, per dr [redacted name], the stapler malfunctioned and would not staple as its intended. A new stapler was opened, and the malfunctioned stapler was handed off the field. The first stapler did not cause any harm to the patient. The stapler was not able to be specifically identified but both lot numbers were taken down as listed below. The actual malfunctioned stapler was given to charge rn. Ref: gia8038s, lot#: p2g0365, lot#: p3a0412.